Manufacturer narrative:
Includes information from investigation.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility, the device caused a bias current message to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activations. This event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility, the device caused a bias current message to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activations. This event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.